Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that there was a peep reading issue during ventilation and leakage failure during the pre-use check. The difference between insppress and exppress was too high. Several pre-use checks were performed and the reported problem could not be reproduced. The device passed all functional and safety tests according to factory specifications, was returned to the customer and approved for clinical use. Since no parts were replaced and returned for investigation, the root cause of the reported failed internal leakage test could not be determined.

Event description:
Manufacturers ref: (B)(4).